Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round high profile 310cc saline prosthesis, catalog #3503310, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with mentor smooth round high profile 310cc saline prostheses. Over a six-month period following the procedure the patient experienced bilateral breast pain that progressively worsened. The pain was stated to be worse on the left side. No capsular contracture or other issues were reported with the pain. The patient had explant without replacement on (B)(6) 2018 due to the issue. See 1645337-2018-06387 for contralateral prosthesis report.

Manufacturer narrative:
On (B)(6) 2018 mentor became aware that the patient code representing medical device removal was erroneously omitted from the initial draft submitted on that same day. (B)(4).